Manufacturer narrative:
Drive devilbiss evaluated the device and determined the thermal damage was not caused by a system induced failure and the thermal event was mainly limited to the outside of the unit and the line cord with slight damage to the compressor box. The root cause of the thermal event cannot be determined with certainty with the information and evidence provided. However, it can be concluded that, due to the severity of the damage to the exterior of the unit while minimal damage to the interior, the thermal deformation was induced by an external heat source and the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device. The thermal damage to the line cord was also likely caused by the same external heat source that damaged the exterior of the unit and the other damage to the line cord was likely caused by an animal chewing on it.

Event description:
Devilbiss healthcare was notified of a complaint associated with a devilbiss oxygen concentrator from an authorized service center. The service technician reported the "power cord was damaged, observed melting and warping of the base and a melted power cord." There was no report or evidence of illness, injury or medical treatment associated with the report. Devilbiss is currently investigating the incident, including attempting to retrieve the device for investigation. An update will be filed if additional information becomes available.